Event description:
Pt had bilateral augmentation mammoplasty in 1982. One month ago the pt noticed the right breast increasing in size. The implants were removed bilaterally. It was noticed that the right implant was ruptured with reactive serosanguinous fluid. Rupture of left breast implant with pain in right arm and back.